Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts. Review of post market data found that there is no indication of a new or emerging patient safety or quality issue associated with the thermal event failures on the legacy a series devices. There were no reports of harm attributed to the thermal failures. Additional information has not been provided by the customer that could be used by the business to further investigate the reported failure. The overall failure rate for legacy a series is within the required device reliability and further review of post market data does not indicate unacceptable safety risk of using this product by patients in the field.

Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During device evaluation, the third-party service center found a burnt six pin harness and dust/dirt contamination in the device. There was no evidence of foam particles or degradation. The device log files were also downloaded and reviewed in full. No actionable errors were identified. The device was corrected. No further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
On previously submitted report a bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During device evaluation, the third-party service center found a burnt six pin harness and dust/dirt contamination in the device. There was no evidence of foam particles or degradation. The device log files were also downloaded and reviewed in full. No actionable errors were identified. The device was corrected. Further information received: the bipap a30 device was initially evaluated at a third-party service center (plexus) in the context of a field action. During visual inspection, a burnt six pin harness and dust/dirt contamination within the device were observed. No evidence of foam particles or foam degradation was identified. Device log files were downloaded and reviewed in full; no actionable or unusual errors were identified. The device was found to be operating within normal parameters at the time of evaluation. The software was updated. Based on the reported thermal condition, the device was forwarded to the philips investigation laboratory (pil) for further assessment at pil, the device underwent detailed technical evaluation. Inspection confirmed slight thermal damage to one pin of the humidifier/heated tubing connector, with no additional damage to other components observed. Device log files were reviewed and did not reveal any unusual or actionable errors. Functional testing was performed using a humidifier with heated tubing under elevated temperature conditions over an extended duration. During testing, the device operated within specifications and performed as intended.the condition was identified during service activities and was not associated with a customer complaint.